Event description:
Based on additional information received on (B)(6)- 2017, the report previously considered as non-valid became valid as the serious event of device malfunction was added with seriousness criterion as important medical event. This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2017 from a non-healthcare professional this case concerns 5 patients with unknown demographics who received treatment with synvisc one and later had consecutive reactions (unevaluable event). Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On an unknown date, the patients initiated treatment with intra-articular synvisc one injection (dose, frequency and indication: unknown) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date, after unknown latency the patients had consecutive reactions (unevaluable event). Action taken : unknown corrective treatment: not reported for both events outcome: unknown for both events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: 50428 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on (B)(6) 2017. The report previously considered as non-valid became valid as the event of device malfunction was added with seriousness criterion as important medical event. Event of device malfunction was added. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced unspecified reaction. A temporal relationship cannot be established with the product administration since event onset date and therapy details are unknown. In addition, the concerned lot number has been identified to have malfunction by the company, hence, the causal relationship of the events to the product cannot be excluded.